Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed repeated low glucose readings overnight and subsequent discordant high readings compared with contemporaneous fingerstick measurements, with cgm values as low as 40 mg/dl versus a fingerstick of 80 mg/dl and later a pump display of 240 mg/dl versus a fingerstick of 197 mg/dl, while low alerts were issued for several hours and the user ingested oral glucose; the user will coordinate with the cgm manufacturer regarding a suspected sensor issue. Symptoms included none reported. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed discrepant cgm-derived glucose data driving low and high alerts without corroborating fingerstick values, consistent with cgm signal inaccuracy rather than a pump hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to external cgm sensor performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.